Event description:
It was reported that (1) device was used during a laparoscopic phelato-pancreatic procedure. It was reported by the affiliate that the er420 clip malformed on the first two firings, then the clips after those would not feed inot the jaw properly. Another instrument was used to complete the case. There was no consequence to the patient.